Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The rac was returned for failure analysis but the reported failure could not be replicated. This unit was installed into the test system and ran for 10 minutes of sine cycle, 10 power cycles, and sitting idle for 1 hour. The mtmr was returned for failure analysis, and the reported failure (error 25588 along axis 8/gimbal grip) was unable to be reproduced, but was confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the customer noted a message indicating the arm was bring stowed. The customer restarted the system and the system displayed the right master error. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to power down and emergency power off (epo) the surgeon side console (ssc) with no success. The tse reviewed the logs and noted error 25588 pointing to master tool manipulator right (mtmr) axis 4 and remote arm controller (rac) boards. The site elected to convert the procedure to laparoscopic surgery. There was no reported patient injury. Isi followed up with the clinical sales representative and obtained the following additional information: the procedure was completed laparoscopically with no injury to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the rac and the mtmr due to the 25588 errors. The fse was unable to duplicate the issue. The system was tested and verified as ready for use.